Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Healthcare professional later reported "left-side rupture discovered during surgery." Device explanted.

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Healthcare professional later reported "left-side rupture discovered during surgery." Device explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, one opening on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). Additional observation: white particles observed. Crease flat observed on the device. No further actions are required as no issues with the manufacturing process are observed.